Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this guiding catheter exhibited issues. The lead was difficult to maneuver inside the sheath. The physician described it very tight and stiff feeling. The cutting was also extremely difficult and the cutter blade broke. It was required to re-obtain access to the coronary sinus. No adverse patient effects were reported.